Manufacturer narrative:
We received the study paper relating to the use of the duette multiband mucosectomy device. (Dt-6, dt-6f¿) this study is a prospective controlled observational study assessing the bleeding risk after emr of oesphagael neoplasia in patients requiring warfarin anticoagulation. This study was carried out in (B)(6) in 2015. This complaint was opened to address the following; " there was one reported case of delayed bleeding. [Patients who received anti-coagulation (15)]. ¿one patient on warfarin was readmitted 10 days after emr with haematemesis and melaena and a drop in haemoglobin. The haemorrhage was from an emr resection ulcer but the bleeding had settled spontaneously at the time of endoscopy.¿ the paper implies that delayed bleeding patients received a blood transfusion. The device was not returned to cirl for evaluation therefore a documentation based investigation was completed. The customers complaint was confirmed based on customer testimony. A lot number of the device was not provided therefore a review of the manufacturing and component records could not be completed. A definitive cause for the customers complaint could not be determined as the actual conditions of device usage could not be replicated. However as per the instructions for use haemorrhage (i.e. Bleeding) is stated in the following warning regarding potential complications; " potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." It may also be noted that the use of anticoagulants (warfarin) may possibly have contributed to the delayed bleeding event, however this cannot be conclusively determined. Prior to distribution all duette devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook (B)(4). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
There were cases of delayed and immediate bleeding under separate conditions ( journal article) post duette use. Of the patients who received anti-coagulation (15), there was one reported case of delayed bleeding. One patient on warfarin was readmitted 10 days after emr with haematemesis and melaena and a drop in haemoglobin. The haemorrhage was from an emr resection ulcer but the bleeding had settled spontaneously at the time of endoscopy. The paper implies that delayed bleeding patients received a blood transfusion.